Event description:
It was reported that the patient experienced generator at end of life due to not charging the ipg. Further intervention has not been discussed.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Correction a4- weight.

Event description:
Additional information indicates that surgical intervention was undertaken on 15 july 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.